Manufacturer narrative:
Batch review performed on 19 july 2021: lot 185118: (B)(4) items manufactured and released on 4-09-2018. Expiration date: 2023-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
3 weeks after the primary surgery the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.